Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system would intermittently lose display in a "flickering" manner. It was reported that the behavior would increase in pace as progressing deeper into the anatomy. It was noted that the behavior only occurred in the navigation portion of the application software. It was reported that the functionality was restored a few moments later without interfacing from the user. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.